Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved bipolar dissector instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken bipolar yaw pulley at the grip hub. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 0.0925¿ x 0.0460¿. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The grip tips are bent and have indentations. Additional observations related to customer reported complaint: the instrument was found to have one bent grip, causing misalignment of the grips. There was a .0325¿ offset at the tips. The grips do show damage. The tips have indentations. Components adjacent to this bent grip do show damage. The yaw pulley is broken and pieces missing. The instrument was found to have multiple indentations/burrs at the tip of the grip tips. The grips were found to be bent. Components adjacent to the indented grip tips show damage which may indicate potential mishandling/misuse. The yaw pulley is broken.

Event description:
It was reported that during central processing, the 8mm curved bipolar dissector instrument was found to have broken plastic at the tip of the instrument. There was no report of patient involvement.